Event description:
Per complaint (B)(4), it was discovered during clinical procedure that a patient experienced a sinus infection. Their dental implant was removed approximately two years after initial placement. The procedure was completed within the same visit.